Manufacturer narrative:
Date sent to FDA: 9/14/2020.

Manufacturer narrative:
Date sent to FDA: 9/25/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted upon entry into the abdominal cavity, there were such extensive adhesions that this was not amendable to laparoscopic repair. Upon entry discovered this was a thin wall distended loop of colon. The surgeon then continued with a very tedious dissection and lysis of adhesions. The liver was attached to the abdominal wall. The colon was attached to the liver and then the entire piece of mesh in the midline had multiple loops of bowel. There were three areas of small bowel adhesions that would potentially cause partial small bowel obstruction due to the intense angulation of the bowel. There were no discrete distended loops with post adhesion decompression that would pinpoint one single cause for her partial small-bowel obstruction and chronic abdominal issues. The surgeon then continued with lysis of adhesions where the area was most densely adhered to the mesh. He removed part of the mesh and kept this onto the bowel loop. After three hours of lysis of adhesions, he was able to completely separate the small bowel. There were dense adhesions throughout the entire abdominal cavity, not only between the loops of small bowel, but also between the omentum and all of the colon. He took down all these adhesions. He tried to transect what little omentum was left from her prior colectomy because it was so densely adhered and had devascularized from the dissection. There were also dense adhesions of the colon and small bowel to her left fallopian tube and ovaries. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.